Event description:
The hospital reported that the device is not working. The device is being tested by the hospital's biomed group. It is unknown at this time if the device will be returned after biomed's testing is complete.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).